Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were in tact. No signs of external damage. Multiple consecutive "syringe flange not in place" alarms in history. The technician performed syringe test, checked and tested the syringe flange sensor. The technician was unable to duplicate customer's reported problem. The root cause of the reported issue was found to be customer must have incorrectly loaded syringe flange outside of the ear clip. No action taken for reported problem since no problem was found. Performed preventive measure and all functional tests which passed.

Event description:
It was reported that the flange error occurred. No patient injury was reported.